Event description:
During an coronary stenting procedure, a cypher 2.75 x 13mm stent deployment system (sds) did not cross a pre-dilated lesion. The sds shaft broke, & separated, while attempting to cross the lesion in a heavily calcified & tortuous left circumflex artery. There was no pt injury & the product will be returned. Add'l info will be submitted 30 days upon receipt.